Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient was implanted on (B)(6) 2017 with an ins with ld stimulation. Group a was programmed with the a guarded cathode on a1 (pulse width of 300 us, rate of 70 hz and intensity of 4 ma) and a2 was programmed with a guarded cathode on a2 (pulse width of 300 us, rate of 70 hz and intensity of 1.8 ma). On (B)(6) 2018 at the patient's follow-up, the patient wanted adaptivestim to be activated but had radiculaire stimulation on electrode 8-15. Reprogramming was performed in order to remove that radicular stimulation keeping both programs a1 and a2 with the same pulse width and rate but there was an oor at 7-8 ma. Reprogramming was necessary by removing program a2 and programming only a1 with guarded electrode. Adaptivestim was programmed. There were no factors that may have led or contributed to the issue. The issue was resolved at the time of the report. Review of the telemetry indicated the impedances were out of range.